Manufacturer narrative:
Occlusion is labeled in the IFU. Event evaluation: still under investigation.

Event description:
A male patient underwent previous evar on (B)(6) 2011. The physician placed one flex main body and three iliac leg grafts. On (B)(6) 2013 the patient was admitted with a cold left leg and found to have an occluded left limb of bifurcated device. The patient is being warfarinized. No additional information have not been provided.